Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Photo and medical records were provided and reviewed. Based on the photo received, retrieved ivc filter was present with all legs intact. Therefore, based on the photo review, the investigation is inconclusive for perforation of the ivc and positioning issue. The filter was deployed with minimal right-side tilt. Approximately nine and half years post filter deployment, patient presented with back pain. Subsequent, CT revealed one of the limbs of the filter appeared to extend beyond the back wall of the ivc through the outer cortex of the l3 vertebral body with sclerosis along the tract created within the bone. This was likely to represent a chronic finding. Approximately three months later, filter removal was scheduled. A snare was used to engage the top hook of the filter. The sheath was then advanced over the filter to close it down and extract the legs from the wall of the ivc. The filter was then removed through the sheath. Therefore, based on the medical records, the investigation is confirmed for perforation of the ivc and positioning issue. Therefore, the investigation is confirmed for perforation of the ivc and positioning issue. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the multiple filter struts perforated the ivc and one strut abutting vertebral body and trying to embed in spine. The device was removed percutaneously. The patient experienced back pain; however, the current status of the patient is unknown.